Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) received the instruments involved with this complaint and completed the device evaluation. Three sureform 60,4.3 green reloads were returned. Failure analysis investigations did not confirm the customer reported complaint "the staple line opened back up after it fired." Sample #1: upon visual inspection, the reload appeared to be used and fired. The reload was disassembled in-house for inspection. The reload was found have slight blade damage. No missing pushers or cartridge damage was observed. A review of remotefe logs showed no firing failures. Sample #2: upon visual inspection, the reload appeared to be used and fired. The reload was disassembled in-house for inspection and found no damages. A review of remotefe logs showed no firing failures. Sample #3: upon visual inspection, the reload appeared to be used and fired. The reload was disassembled in-house for inspection. The reload was found to have slight blade damage. No missing pushers or cartridge damage was observed. A review of remotefe logs showed no firing failures. An instrument log review was conducted, which resulted in the following findings: the logs confirmed the sureform 60 stapler instrument part #480460-09 lot #l91200310-0023 was last used on (B)(6) 2020 during a low anterior resection procedure on system (B)(4). It was noted the sureform 60 stapler instrument fired three sureform 60 reloads. The logs showed the instrument had 9 lives remaining. A review of the site's complaint history has been performed and identified 2 additional complaints that were generated for the other two related returned stapler reloads. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, a staple line appeared to have opened up during inspection of the anastomosis. This caused approximately one hour delay because the surgeon had to go back and re-do using a lap stapler. No blood loss was observed, nor was any other medical intervention required. The procedure was completed laparoscopically. No post-operative complications have been reported.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection surgical procedure, a staple line appeared to have opened up during inspection of the anastomosis. It was noted that after the surgeon had fired a green sureform stapler 60 reload with a sureform stapler 60 instrument across the rectum, the staple line looked fine. However, prior to successfully firing the stapler reload, the surgeon had to take a smaller bite of bowel/rectum tissue since a ¿tissue too thick¿ message was initially generated. Due to the operative complication, the surgical procedure was delayed by about an hour since the surgeon had to redo the anastomosis with a hand-held laparoscopic stapler instrument. On 24-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the sureform 60 stapler instrument was inspected prior to use and nothing out of the ordinary was observed. At the time of the issue, it was stated the surgeon was stapling across the lower portion of the rectum. The sureform stapler instrument was used for about 5 minutes prior to experiencing a ¿tissue too thick to continue¿ message. No clips, stapler, nor hard material was observed in the instrument jaws. The surgeon used a vessel sealer (vs) instrument to cauterize the tissue and then proceeded to use the sureform 60 stapler. The csr informed the instrument clamped and fired a green reload with no errors observed. All three green reloads used had fired with no issues. The procedure was in progress for 30 to 45 minutes prior to the reported issue. When the surgeon was performing anastomosis and removing the specimen towards the end of the procedure, it was observed the tissue had reopened. At the end of the procedure, the csr followed up with the surgeon, and was informed that it was possible that the staple could have stapled across a tumor. The csr was informed the patient had experienced two series of chemo/radiation prior to the surgery. No blood loss was observed, nor was any other medical intervention required. The surgeon had removed the robot at the time of the anastomosis and removal of the specimen and used a lap stapler to complete the staple line. The procedure was completed laparoscopically with no reported injury or harm to the patient.